Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported that the patient has to recharge too frequently. The patient also reported that they can only charge to 50% and it discharges quickly. No symptoms were reported. The patient is scheduled to see her doctor for a pocket revision and possible battery replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported that after the consumer lost weight the battery was tilted in their body so they had difficulty recharging. As a result a pocket revision took place on (B)(6) 2016 where the battery was replaced which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.